Event description:
It was reported that a cartridge change error occurred. There was no information available regarding the blood glucose impact on the customer, so no adverse impact can be confirmed. The pump is no longer under warranty and will not be returned. No further actions or information regarding corrective measures were reported.